Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(4). The report was received from uf/importer report # (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link extension sets experienced connection issues; further described as the j loop would not screw on to the catheter. This was identified during the IV (intravenous) start in the patient¿s room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the customer reported the affected quantity was only one (1) unit (previously reported as an unspecified quantity). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.